Event description:
It was reported that the right ventricular (rv) lead's bipolar impedance was low and that capture thresholds had risen. The ventricular lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.